Event description:
It was reported that this patient was recently implanted with this cardiac resynchronization therapy defibrillator (crt-d) system and is experiencing pocket stimulation. This crt-d was programmed left ventricular (lv) to device, so reprogramming was performed a day earlier however the stimulation continued. The stimulation was isolated to the right ventricular (rv) threshold. Technical services (ts) discussed possible causes including a possible rv insulation breach. Ts recommended turning off right ventricular automatic threshold testing and connecting on latitude nxt for continued monitoring of non-sustained ventricular tachycardia, abrupt impedance measurements, and non-physiological noise alerts. No additional adverse patient effects were reported. This crt-d system remains in service. Additional information was received from the field that no cause has been identified for the pocket stimulation, and they will continue to monitor it. The patient is expected to receive a chest x-ray. No additional adverse patient effects were reported. This crt-d system remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.